Manufacturer narrative:
The peritonitis event occurred on an unspecified date in (B)(6) 2017. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal ancef and fortaz (doses and frequencies not reported). At the time of this report, antibiotics treatment was completed and the patient had recovered. Pd therapy was ongoing. Additional information is not available.